Event description:
The manufacturer received a voluntary medwatch (mw5188976) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a diagnosis of colon cancer in 2026, subsequent colon resection, and ongoing chemotherapy. The reporter additionally described a severe bloody nose and coughing occurring approximately one week prior to the report. It was further alleged that foam was observed as broken off within the device, including fragments in the tank and hose, with concern that material may have been inhaled. The reporter believes the colon cancer is related to device use.based on the available information, the device did not cause or contribute to the reported colon cancer and did not cause or contribute to the reported nose bleeds and coughing. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.